Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes. Please find attached the FDA's letter (his report reflects information received by FDA in the form of a notification).

Event description:
Reportedly, a lead safety switch (lss) was triggered due to low out of the ventricular pacing range impedance. It was noted that the patient had pocket stimulation and myopotential oversensing. The patient experienced an asystole due to pacing inhibition for more than 2 seconds. The lead was surgically abandoned and replaced by a new one. No additional patient effects were reported.